Event description:
It was reported by customer, that during use cardiosave (iabp) had autofill failure. There was patient involved, but no harm reported.

Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6) medical center. Updated fields: b4, b6, b7, e2, e3, g2, g3, g6, g7, h2, h6(type of investigation, investigation findings, conclusion, component codes), h11, d5. Corrected field: b5, e1 (event site email). A getinge field service engineer evaluated the unit for the reported malfunction. Fault code 37 was identified in the logs. The fse was unable to duplicate the issue. The fse performed a full calibration, functional testing, and safety check to factory specifications as a precautionary measure. The device was returned to the customer and cleared for use.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer, that cardiosave (iabp) had autofill failure. There was patient involved, but no harm reported.